Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 330 mg/dl. The customer changed the cartridge and infusion set site. The customer had delivered a bolus of insulin to address the bg level. The customer had not received another alarm after the cartridge had been changed.